Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump had moisture damage on electronics. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.